Event description:
It was reported the hard drive on the programmer is not working, and the screen went black. Use of the service disk did not correct the issue. The fan is also making noise. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event regarding the hard drive not working. Analysis did find that the programmer took longer to fully boot. It was also noted that the fan was noisy.